Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. No lot number is available investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the code soft cannula found kinked upon removal from infusion site complaint investigations. 1 used cannula was provided and there is a visible defect on the received sample (kinked cannula at the tip). The following tests were performed: *visual inspection according to version 41, used cannula did not pass the visual inspection *functional test 1 according to version 9, used cannula passed the flow test. A batch record review was conducted resulting in the following: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation on batch review cannot be conducted. Conclusion summary of the related event: as a result of the following: this complaint has been confirmed with malfunction code soft cannula found kinked upon removal from infusion site, this complaint was deemed "reportable malfunction".

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula kinked event. The blood glucose level was reported 25.3 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.